Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the scrub technician was getting ready for surgery and noticed there was an extra piece of plastic attached to a foam sponge on the trocar that was not normally there. The trocar was used as a first insertion for the surgery, and the scrub technician informed the surgical attending of the difference between the trocar and the attending tested balloon and noticed nothing was wrong, then proceeded to deflate the balloons and removed the random piece of plastic. However, when the balloon trocar was then inserted into the patient and the attending tried to blow up the balloon again, the balloon appeared to not be able to inflate, as if there was a hole, but the trocar was stuck and eventually got the device out. A new trocar was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.